Event description:
Patient reported right side pain and rupture confirmed via mammogram. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is a medical event. And is not related to the device. It is possible to determine, the lot number#: 1385314 and catalog number: 15-421 through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, right side pain and rupture. Confirmed via mammogram. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.